Manufacturer narrative:
(B)(4). D10: unk cement . G2: foreign ¿ event occurred in canada. H6: proposed component code: mechanical (g04) ¿ head . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately eight months post-hip resurfacing implantation, the patient underwent a right hip revision due to pain. During the revision, noted brownish fluid. Converted to a total hip and retained the cup. Attempts have been made and no further information has been provided.